Event description:
Patient presented to the ed with persistent hyperglycemia. Has been seen in the ed on several occasions since being discharged from the hospital in late "xxxxxxxxxx 2020." Was newly diagnosed with t2dm at that time. Patient is currently on lantus 25 units sq qhs and humalog sq sliding scale regimen. Lantus has been increased several times over the past couple of weeks due to hyperglycemia. Patient presented to ed with home humalog kwikpen and b-0 pen needles (had both 31g by 5mm purple mini ultrafine and 32g by 4mm green ultrafine). Asked patient to demonstrate technique for injection. Upon demonstration, it became clear that patient was not actually administering any insulin. Patient knew how to dial her dose and the appropriate technique for administration. She knew how to attach pen needle to insulin pen. There are two caps present on these b-0 pen needles (clear plastic cap and inner green or purple cap). She was removing the outer clear cap, but was not removing the inner colored cap. She stated that the insulin "had been bubbling up" and "it leaked over my skin." Confirmed with patient that she has likely not received any insulin at home since discharge from the hospital in late "xxxxxxxxx 2020." Asked patient to demonstrate technique for injection. Upon demonstration, it became clear that patient was not actually administering any insulin. Improperly used (i.e., pump, device). Error reached pt; not pt harm. (B)(6). Submission ID: (B)(4).